Manufacturer narrative:
The device was returned for analysis. The reported knob resistance and knob jam could not be confirmed as no issues with the knob were identified during returned device testing. The reported noise while turning the knob however, was confirmed as normal squeaking was heard upon turning the knob. Additionally, a tear on the clip introducer (ci) was observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported complaint. Additionally, a review of the complaint did not indicate a lot-specific product issue. All available information was investigated and based on information provided and the results of the returned device analysis, a conclusive cause for the reported knob resistance and knob jam could not be determined. Additionally, the reported noise while turning the knob is a normal function of the device and is not indicative of a product related issue. While, the observed ci tear was likely related to post-procedural handling/shipping. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the observed clip introducer tear during return goods analysis. It was reported that the mitraclip procedure was to treat functional mitral regurgitation (mr) with a grade of 4. During preparation of the mitraclip delivery system (cds) (90502u189), it was observed that the m-knob could not be easily turned. The cds was continued to be used in the anatomy; a noise was heard, and the knob no longer turned in the m-direction. The clip was not implanted and the cds was removed. There was no adverse patient effect or a clinically significant delay in the procedure. An xtr clip was implanted without issue, reducing mr to 1. No additional information was provided.